Manufacturer narrative:
This report is submitted on september 19, 2019.

Event description:
It was reported that the patient experienced infection at implant site which resulted in explant of the device on (B)(6) 2019, the patient had been treated with oral and IV antibiotics.

Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [155772 device analysis report reg.pdf].